Event description:
It was reported that the procedure was to treat a lesion located in the left internal carotid artery that was totally occluded and heavily calcified. Heavy resistance was felt advancing the acculink ii stent delivery system (sds) catheter to the lesion but, the sds made it through the lesion. Prior to deploying the stent, it was observed on angiography, that the sds catheter tip had folded back. The sds was removed without resistance from the anatomy and a new acculink ii was used to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided. Device analysis revealed 1 mm of stent struts were exposed out of the sheath.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The prolapsed tip was unable to be confirmed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. One millimeter of the stent was exposed from the sheath; however, based on follow-up information, the stent was attempted to be deployed at the time the tip was noted to be bent; therefore, the device was removed from the patient. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.